Event description:
User reports that they experienced a reduction in suction, during a procedure while suctioning "almost whole blood." Nurse detached and reattached vacuum line to liner to regain suction. At end of procedure, it was noticed that blood had gotten into vacuum manifold lines. There were no pt or care-giver consequences. There was no direct contact with blood.

Manufacturer narrative:
Conclusions: no definite cause of the backflow can be proven with the evidence that was observed. It can be stated though that fluid did get by the shutoff, pass through the filter and enter into the manifold. We can make a couple of hypothesis based on the observations. Because the liner was not full, but the float was full of clotted blood, it would seem like that the liner had been bumped or hit so that fluid was splashed into the float. Because, even if the blood had been of a foamy consistency, allowing it to actually reach the float, it would not have left the residue that I evidenced inside of the float. One, the float was weighted down by having fluid inside of it, any foam that was near the shutoff area could have been easily suctioned past the shutoff.